Event description:
A hemodialysis user facility has reported that during treatment initiation, the dialyzer leaked and the machine alarmed. No blood was returned; estimated blood loss is less than 100cc's. The pt remained asymptomatic, a new system was strung and hemodialysis was completed. There is no sample available for evaluation.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.